Manufacturer narrative:
The device was sent home with the patient. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing. It was unknown if this resulted in any pacing inhibition as the oversensing was observed during an interrogation in the hospital. A lead fracture was suspected, however, was not confirmed. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.